Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the ability to pend medications from station was impacted after the station was relocated and communication between the station and the server was affected. The technical support specialist (tss) had backed up the client database and created a new device named micrx2 with the same configuration. The customer had inventoried the device, printed the configuration, and the tss had taken screenshots of the drawer setup. The customer had unloaded medications, the old micurx had been renamed to micurx old, and micrx2 renamed to micurx. The tss had deleted the dsclientoltp database and security login, ran a repair to recreate the database, and performed a full sync. With the customer¿s assistance, the drawers had been reconfigured, medications reloaded and pended from the server. The customer had been able to pend medications to the station, and no further issues had occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server pyxis station relocation prevented to pend medication from the server. User pended medications physically at the station but experienced issues with some medications when scanning from both the pharmacy and the station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.